Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid procedure, the distal staple line was incomplete, sutured by hand is how the procedure was completed. No patient consequence.